Manufacturer narrative:
H11. Additional narrative/data. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 11500a aortic valve is under evaluation for a valve-in-valve procedure after an implant duration of three (3) years and five (5) months due to severe as from prosthesis mismatch. The patient presented with dyspnea and fatigue. Per medical records, tte on (B)(6) 2025 suggestive of ppm. Lvot diameter is 1.7 cm. Av peak gradient is 61 mmhg. Av mean gradient is 35 mmhg. Av peak velocity is 3.9 111/s. Av area by vti is 0.6 cm2. Tee on (B)(6) 2025 showed mildly elevated gradients likely from being undersized with ppm.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradient through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient and/or procedural factors. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.